Event description:
It was reported that the pump had a force sensor test message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. A force sensor test error was found at power up process and failed force sensor reading. The root cause of the reported issue was found to be the force sensor was out of calibration. Actions were taken to mitigate the reported issue: performed force sensor calibration and all the functional tests which passed.